Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif-h185, cf-h185l/I operation manual 3.8 inspection of the endoscopic system shows how to detect the event. Instruction manual gif-h185, cf-h185l/I reprocessing manual 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event.". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a problem with the aspiration system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. A white tough substance with some white fibers was found. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: grip had a scratch. Air and water cylinders and suction cylinders had discoloration due to a crack on the plastic distal end cover. The insulation resistance value at the distal end did not meet the standard value due to clogging of the nozzle. Water removal ability did not meet the standard value due to a dent on the air water tube. Air supply volume did not meet the standard value due to wear of the angle wire. The play of the up/down knob was out of the standard value and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.